Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a total parenteral nutrition (tpn) catheter placed (B)(6) 2016, was repaired on 01 november 2016 because the external sheath disconnected at the level of the base and the internal sheath was visible. Ablation on (B)(6) 2016 because the catheter sectioned on the part replaced during repair. There was no special traction and no modification of the safety loop usually done under the bandage. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedure due to this occurrence: repairing the catheter, monitoring biological parameters of the child and replacing the catheter.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, instruction for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was in two pieces, and appeared to have failed at the transition between the tubing and where the reinforcement was glued to the tubing. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were two other reported complaints for this lot number. Based on the information provided, the examination of the returned product, an the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.